Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the gas port on the oxygenator was smashed. There was no patient involvement as this occurred during setup. The product was not used. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).